Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit suction control pinch valve is not working properly. The customer reported the pressure does not rise to the set value during inspection for use. There were no reports of patient harm.